Event description:
The provider states the side frame broke at the weld where the back cane connects the base of the left side.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Per the returns expanded evaluation report, the complaint was confirmed for the broken weld.

Manufacturer narrative:
Per the returns expanded evaluation report, the complaint was confirmed for the broken weld.